Manufacturer narrative:
An internal investigation was performed following notification from a customer in jordan that they obtained overestimated results for a patient sample when tested with vidasâ® tsh (ref. 30400; lot#1008693180). Customer results were 4.70 and 2.81. Per the instructions for use, expected values and associated conditions were 0.25-5 â¿iu/ml (euthyroidism), <0.15 iu/ml (hyperthyroidism), and >7 iu/ml (hypothyroidism). Both of these values were considered as euthyroidism. Investigation: review of the device history record did not highlight any issues during manufacturing, control or packaging processes of vidas tsh ref 30400 batch 1008693180. No capas nor non-conformities on vidas tsh (ref 30400/batch 1008693180) are linked with customer's issue. Additionally, the investigator did not find any other complaints against this lot. Control chart analysis analysis of control charts was conducted on 4 internal samples (target: 2.77 iu/ml, 2.91 iu/ml ,4.52 iu/ml, 4.99 iu/ml ) using 7 batches of vidas tsh (ref (B)(4)), including the batch mentioned by the customer. All results are within specifications. Customerâ¿¿s lot is consistent with the results from the other batches. Internal sample testing: the investigator tested 4 samples targeted at: 2.77 iu/ml, 2.91 â¿iu/ml ,4.52 iu/ml, 4.99 â¿iu/ml. These were tested on retain kits of vidas tsh (ref (B)(4)/batch 1008693180). Tsh41 = 2.87 iu/ml ; range = [2.28-3.26] iu/ml ; result before release = 2.83 iu/ml. Tsh46 = 3.36 iu/ml ; range = [2.41-3.41] iu/ml result before release = 3.25 iu/ml. Tsh48 = 4.88 iu/ml ; range = [3.79-5.25] iu/ml result before release = 4.65 iu/ml. Hypo17 = 5.15 iu/ml; range = [4.20-5.78] iu/ml result before release = 4.63 iu/ml. All of the results are within specifications and are similar to the results obtained before the batch released; no evidence of result drift since the lotâ¿¿s release. Conclusion: biomerieux did not reproduce the issue reported or identify any obvious root cause. According to all information above, no anomaly was highlighted with the control chart analysis, the analysis of quality data and the tests performed on the retain kit vidas tsh (ref (B)(4)) using internal sample materials. According to the above data , vidas tsh ref 30400 lot 1008693180 is within the expected performance

Event description:
A customer from (B)(6) reported to biomerieux that they observed non reproducible results when testing a female patient¿s sample with vidas tsh 60 tests (ref. 30400, batch 1008693180, expiry date 19-apr-2022). The results were obtained with the same vidas tsh 60 tests batch 1008693180,: result obtained on (B)(6) 2021: 4.7 ui/ml (before menstrual cycle), result obtained on (B)(6) 2021: 2.81ui/ml (after menstrual cycle). At the time of this assessment, there were no information about any potential patient impact. A biomérieux internal investigation has been initiated. Note: reference 30400 is not sold or distributed in the united states. However, there is a similar device, u.s-only product reference, 30400-01.